Event description:
Documents rec'd allege an adverse pt event while the device was in use. Allegedly on an unspecified date, the "electronic pain management infusion pump" was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time, the pt allegedly became unresponsive and required "lifesaving measures." Subsequently, the pt allegedly "sustained severe and permanent injuries, both externally and internally." No specific pt info or event details were provided. No further info was provided.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation.